Event description:
Customer called to report system error f183 during the 4th cycle. Customer stated he rotated the lower bowl which stuck initially, and then released quickly. Customer was able to resume without alarm. Customer changed the cycles from 5 to 6. At the end of the 5th cycle, customer received a blood leak. Customer estimated that the patient was out of 323 ml of blood due to the aborted treatment. Patient was stable and did not need further medical intervention. Customer is requesting instrument service to thoroughly check centrifuge after blood spill. Service order (B)(4) was dispatched per customer's request. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot c701 was conducted. There were no nonconformities related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, there is currently a MFR's CAPA (B)(4) opened to investigate xts centrifuge bowl leak/break related failures. Service order (B)(4) completed: service field engineer checked and cleaned bowl leak strip and performed complete system checkout. The assessment is based on info available at the time of the investigation. No product was returned by the customer for investigation; therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. Complaints are monitored through tracking and trending; if additional info is received the complaint will be reopened and processed accordingly. (B)(4).